Event description:
Additional information was received. Hcp reported hcp that the patient did not want morphine anymore because it was not helping. Hcp was trialing a few patients on prialt at that time. He tried it for her. He programmed the lowest possible flow rate and concentration possible. She came back about 7 to 10 days later complaining of psychosis, delusions, and hallucinations. He said he removed it from the pump immediately. The pump was rinsed three times with pfns and the catheter was aspirated and flushed. He refilled her with morphine. The symptoms resolved and the patient was getting good pain relief. He did not have telemetry or exact doses. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had symptoms: "bp bottoming out", catatonic state, delirious, several hard falls, passed out, and was not responsive. The patient had a MRI and it showed a torn rotary cuff. It was also reported that the patient had a crushed knee cap. It was reported that the patient was unaware that prialt was in the pump. The patient went to mexico after a refill and smoked marijuana thus breaking her contract. The doctor now refuses to refill the pump, explant the pump or write prescriptions for pain medication.